Manufacturer narrative:
(B)(4)

Event description:
At the pt's refill in (B)(6) 2010, the actual reservoir volume was 6 ml and at the refill before that it was 7 ml; the expected volumes weren't provided. In early (B)(6) 2010, the physician noted that a pumpogram was going to be done. In late (B)(6) 2010, it was reported that the catheter might be fractured. An unspecified diagnostic study was performed, but it was inconclusive. There was reported to be no therapy or medical problem with the pt. Additional info has been requested, a follow-up report will be sent if additional info becomes available.